Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) undersensed the qrs wave and oversensed noise during atrial fibrillation (af). Boston scientific technical services (ts) determined that the clinical observations were due to misaligned markers because of a benign reset which the device self-corrected. No adverse patient effects were reported. The device remains in service.